Event description:
It was reported that during preparation for a ptca procedure, the shaft of the maverick2 monorail ptca catheter was broken. The lesion being treated is unk. The break was noticed outside of the pt and the device was not used. The procedure was successfully completed with another of the same device.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.